Event description:
The user facility returned the subject device and the associated devices to olympus for inspection due to an unspecified pt incident.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that a pt expired during an unspecified procedure where olympus equipment was used. No further information was provided. The subject device and associated devices were returned to olympus for eval. The eval on the subject device noted a shadow and blur on the image due to a cracked optical system lens, and debris underneath the optical system lens. In addition, the outer tube was slightly bent, which is attributed to physical damage. The returned devices were tested as a system and no malfunctions were noted. The devices were returned to the user facility unrepaired per the user facility's request. The exact cause of the pt outcome remains unk. This report will be supplemented if additional and significant information becomes available at a later time.